Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable crep2 creatinine plus ver.2 result for two patient samples on two separate days. Of the data provided, only the erroneous result for one of the patient samples was reported outside the laboratory. The initial result was 0.01 mg/dl and the repeat result was 1.15 mg/dl. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The sample probe, lamp and cuvette were replaced. The customer reported no error occurred afterward. A specific root cause could not be determined. Review of the provided reaction monitor confirmed no sample was pipetted into the reaction mixture. Possible root causes include bubbles on sample surface, other preanalytic issues, or a partially blocked sample probe. The result print outs provided confirmed the customer did not have the application defined correctly to flag low results.